Event description:
The catheter was cut in the spinal area during back surgery; the date of the back surgery was not reported. The empty reservoir occurred on (B)(6) 2014 and the pump had not been filled to date. The patient was switched from intrathecal to oral drugs which was ¿not fun¿ but did help with withdrawal. A revision was being performed on (B)(6) 2014. The device system was used to deliver baclofen and dilaudid.

Event description:
Additional information indicated that the catheter was cut in the back during back surgery, most likely where the catheter exits the spine. It was unknown if a catheter segment was left in the intrathecal space.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).